Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated the battery impedance trend was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) triggered elective replacement indicator (eri), however, last followup in (B)(6) has an estimate of 17 months. It was also reported the ipg exhibited high battery impedance. The ipg remains inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.